Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device lot #: unknown. Medical device expiration date: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported by the caregiver of a father, that her father visits the nursing care facility for his insulin administration. He has a history of dementia and diabetes. The caregiver states the nurses have been using the auto shield duo for the last year and feels the device has been used incorrectly on several occasions. She states insulin has been left on her father's skin and feels this has lead to his ill health. She states the device is unsafe and refuses to have it used on her father. She feels this has lead to several emergent visits to the hospital.

Manufacturer narrative:
No samples and no lot number are available for this complaint. A sample was not returned for evaluation. A review of the device history record could not be performed as a lot number was not provided for this incident. Without a sample, an absolute root cause for this incident cannot be determined as bd was unable to duplicate or confirm the customer¿s indicated failure mode.

Manufacturer narrative:
Date received by manufacturing: changed/corrected from 01/14/2017 to 11/14/2017.